Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary : (B)(4) the actual device was not received for evaluation, however performance data collected from the device was received and the data was analyzed. Analysis indicated low telemetered battery voltage. Additionally on (B)(4)-2010, the telemetered battery voltage was 2.76 v while the daily battery voltage trend measurement was 2.95v.

Event description:
It was reported that the battery voltage in office appeared to be lower than expected. The device is still in use. No patient complications have been reported as a result of this event.